Event description:
It was reported that the pt had a primary right hip surgery in (B)(6) 2012 and presented the surgeon with a fractured alumina ceramic liner. Surgeon revised and replaced with a new alumina ceramic liner and head. Surgeon stated pt did not follow post op instructions after primary surgery and believes pt had a partial dislocation of the hip and part fractured when hip relocated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.